Event description:
The account stated the pt positioning monitor (ppm) did not go off when the pt got out of bed and the pt fell. Not aware of any injuries to the pt.

Manufacturer narrative:
When the technician arrived at the account to investigate, the account could not identify which bed the incident occurred on. The technician inspected the bed in the room and it operated correctly. No problem was found. The technician provided a bed in-service for the staff on ppm features.